Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a vertical incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures were brachioplasty and liposuction to arms, axilla and chest. On 5/15/17, cellulitis of left breast was reported. Sae. Wound culture revealed acinetobacter. Patient had incision and drainage in the operating room on (B)(6) 2017. Areas of unincorporated scaffold were removed. There were areas of well incorporated mesh that were left in place. Patient was also treated with medication (silvadene, IV vancomycin, IV cefepime, cipro). Infectious disease referral and treatment. Resolved with sequelae on (B)(6) 2017. Review by medical affairs identifies the reported cellulitis is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of cellulitis, bacterial infection and underwent partial mesh explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.